Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the distal end with ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, we confirmed that the light guide cable buckled, the bending rubber cut, and the segment hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.